Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at an unknown level. A curette was used in the vertebral body and balloons were inflated to approximately 200 psi when one of the balloons ruptured. The ibt was removed immediately then the cement was injected after sufficient irrigation. The surgical time was extended 31-60 minutes due to the incident. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.